Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Middle what confirmation was received that the device was fully fired? Staples deployed. Were there any staples missing from the staple line? Not that was noticed. For clarification, what was the shape of the staples (b-formation, irregular, legs straight)? Believe to be b-form. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? To the best of my knowledge. If the device fully cut, what was the appearance of the donuts? Unknown. Could you please clarify the following? Please provide details regarding the statement, the plastic washer was not lying in the stapler flat upon removal: when speaking with the surgical tech is the case, she said the washer was laying at a 45 degree angle when they went to remove the donuts and it is usually laying flat within the circular stapler housing. Could you please confirm the issue with the device? The additional information you provided indicated the staple line was complete, the staples were not malformed and the device cut. In talking with the surgeon he believes half of the anastomosis was intact and half was not, so he over sewed the staple line to be certain. It appears the device fired. Crunch felt and heard, however, staff noted it be to quieter than usual. Half of the staples were b-formed, half were irregular so the surgeon over sewed.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the tech fired the circular stapler and upon removal only half of the staples formed in the tissue. The plastic washer was not lying in the stapler flat upon removal. The case was completed by the surgeon over sewing the staple line. The patient was discharged as usual and doing fine. Device was disposed of.